Event description:
It was reported that the right ventricular lead exhibited high impedance in bipolar configuration, which resulted in the pacing configuration switching to unipolar. Noise and diaphragmatic stimulation occurred in unipolar configuration. The noise was not reproducible with isometrics. It was also observed that the lead fractured and exhibited increased capture threshold. The lead was capped and replaced.

Manufacturer narrative:
(B)(4)